Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on contact on contacts 9-16. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively. The investigation did not determine which lead recorded high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000067051. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.